Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Retention samples were evaluated and it was not possible to confirm the incident the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle 18ga 1in blunt fill sla broke off into the hub during use. The following information was provided by the initial reporter, translated from portuguese to english: "it was informed that in the moment of introducing the needle 25x12 in order to infuse saline solution for medicine dilution, it has broken in the hub, and being discarded."